Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found that the device was in backup operation, with defibrillation therapy disabled. The device was successfully restored with the programmed settings. There were no patient consequences.